Event description:
The event occurred on an unspecified date and involved a 3-way high flow stopcock w/rotating luer in which the customer reported that they had an issue with stopcock leaking in the neonatal intensive care unit (nicu).the leak was happening at the point of connection from the stopcock to the IV fluid line. There was no obvious defect noted on the tubing set like cracks or breaks, and no unprotected exposure to the patient, healthcare professional or any other person. The product was used on a patient when the event occurred, however, there was no patient harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The device history review was performed and no non conformities were found that would have led the reported complaint.